Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (e-belt cannot detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector was damaged. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was couldn't not run detect and treat testing.